Event description:
It was reported that the system 9600 emi's left monitor had a problem with the display. Attempts to reinitialize the system could not correct the problem. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the fast scan monitor circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.